Event description:
The pt was implanted with a vented electric left ventricle assist device (lvad). It was reported by the clinical engineer that the pt came in for a clinic visit and stated that he had been experiencing multiple read heart alarms for a couple of days and that the pump had intermittently stopped. The clinical engineer noted that there was excessive black dust in the vent filter. A decision was then made to exchange the pump, and the following day the pt's lvad was replaced with another lvad. The pt remains ongoing with the MFR's lvad.

Manufacturer narrative:
Pt remains ongoing with the MFR's lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time. And supplemental report will be submitted when the MFR's investigation is completed.